Manufacturer narrative:
B.5., h10 based on information received following submission of the initial report, this product does not meet criteria for reporting as a serious injury as consumer did not have any issues with the product. Report has been downgraded and will no longer require updates in the future. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that the consumer did not have any issues with the products dailies total 1 and dailies total 1 for astigmatism. This complaint is no longer considered serious or reportable.

Event description:
A consumer reported that after wearing contact lenses he experienced red eyes and ulcer in the both eyes. It was reported that medical attention was sought and was diagnosed with allergic conjunctivitis. The current status of the consumer¿s eyes was unknown, at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of four reports for the same patient involving two unspecified lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4) 01 for the unspecified lot number. The manufacturer internal reference number is: (B)(4).